Manufacturer narrative:
H10: the reported event was confirmed; however, the probable cause cannot be determined. During the investigation, the device was found to be manufactured per specifications. The device history review (DHR) revealed no relevant non-conformances that could have caused the reported event. D10: 6/13/2019.

Manufacturer narrative:
The device is expected to be returned to the manufacturer; however, it has not yet been received.

Event description:
It was reported that doxorubicin spilled all over a syringe and patient when the spiros device came off during use with a 35cc monojet syringe. There was no harm to the patient reported. No additional information is known at this time.